Event description:
It was seen that the pump and catheter had been explanted. The drug used in the device system was unknown.

Manufacturer narrative:
Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).